Event description:
The reporter stated the surgeon used a aa4203tl toric optic silicone single piece lens. Stated the lens tore in the injector. The lens was not inserted into the pt's eye but there was pt contact. There was no pt injury. Cause of this incident was loading.

Manufacturer narrative:
(B)(4). Evaluation, results: a visual inspection of the returned product found lens in two pieces. The optic and plate haptic are torn. There was evidence of clear surgical residue. Conclusion - based on the complaint history and the evaluation of the returned product, it was determined that the root cause of this event was due to loading error. (B)(4).